Event description:
User facility requested repair of an ambulatory infusion pump due to "failed volumetric test". No patient details were provided.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "failing volumetric test service manual states to use cassette and it fails use 2nd". A visual inspection found no physical damage on the customer's pump. The pump was found to be in good condition with no physical damage. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. The customer's reported problem was unable to be confirmed. What caused the reported problem is unknown. Who caused the reported problem is unknown. Review of the device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.